Manufacturer narrative:
The additional patient effects reported in the articles are captured under a separate medwatch report. Article title: association of systemic inflammatory response syndrome with cardiovascular events after mitral transcatheter edge-to- edge repair. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported death, myocardial infarction, stroke, fever, and recurrent mr were unable to be determined. The reported patient effects of mitral regurgitation, fever, myocardial infarction, cerebrovascular accident, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article "association of systemic inflammatory response syndrome with cardiovascular events after mitral transcatheter edge-to- edge repair" was reviewed. The article presented a retrospective single center study, to evaluate whether sirs (systemic inflammatory response syndrome) following mitral transcatheter edge-to-edge repair may occur and be associated with adverse clinical outcomes. Devices mentioned include mitraclip. The article concluded that sirs after mitral transcatheter edge-to-edge repair is a strong independent predictor of major cardiovascular events. Closer follow-up is warranted because patients with sirs have more severe mr at follow-up. [The primary author and corresponding author was stamatios lerakis at mount sinai fuster heart hospital institution with corresponding email stamatios.lerakis@mountsinai.org.]. The time frame of the study was january 2021 to december 2023. A total of 158 patients were included in this study, of which 158 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(6), unk mitraclip peri- and post-procedural complications included recurrent mr, fever, stroke, myocardial infarction, death.